Event description:
On 09/08/2005, the surgeon encountered difficulties implanting a gore excluder aaa device in the abdominal aorta, due to the pt's anatomy. The surgeon said that he successfully implanted the gore ipsilateral device, but could not implant the gore contralateral device due to the pt's tortuous anatomy. He decided to surgically intervene to remove the ipsilateral device. He replaced the gore excluder device outcome for the pt and the surgeon said that there was no allegation of gore product deficiency. According to the surgeon, this event was related to the pt's anatomy and was not device related the explanted device was discarded at the facility.